Event description:
Lobob cds solution not thoroughly rinsed from hard contact lenses. Upon insertion of contacts, this solution caused total debridement of both corneal epithelium, resulting in excruciating, debilitating pain. Vision went down from 20/20 to legally blind (counting fingers) in both eyes. Endothelial folds ensued with extreme amount of inflammation and chemosis. Eight hundred mg ibuprofen and extra strength tylenol had no effect on the level of pain. Despite aggressive antibiotics, steroids, patching, and other modes of palliating the pain, the pt suffered one-week of extreme suffering and was at bed rest with eyes completely shut and had to be spoon fed for meals. Dose, frequency & route used: used once, topical ophthalmic on contact lenses. Therapy dates: one single administration in 2007. Diagnosis for use: contact lens storage. Event abated after use stopped: yes.